Event description:
A tear was discovered in the vented bag prior to case set up.

Event description:
A tear was discovered in the vented bag prior to case set up.

Manufacturer narrative:
Roi cps, llc performed an investigation into the cause of the damages to the vented bag containing the convenience kit. The results of the investigation were provided to the end user facility.